Event description:
It was reported that the programmer had a very slow start-up, that during start-up it kept displaying the message "please wait". The programmer was to be returned. No patient complication was reported as a result of this event. The programmer was returned and manufacturer's analysis found it to be out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analysis found that the electrocardiogram connector and the handle required updating, that the programmer started up very slowly and was not operational, that it had a noisy fan, that the top of the stylus pen was loose and that the hinges were worn which caused the screen to fall down.